Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This supplemental medwatch was filed to relay additional information. Once the investigation is complete, a follow up MDR will be filed.

Event description:
It was reported that the harvested graft was not usable and an additional graft was taken. No additional patient consequences have been reported.

Manufacturer narrative:
The customer returned an air dermatome device for evaluation. The customer also returned a hose and 1¿/2¿/3¿/4¿ width plates, for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Medicrea has not previously repaired/evaluated this air dermatome. Initial qa inspection of the air dermatome by medicrea revealed that all parts listed in the quote are to be changed as they are worn out and damaged. Prior to repair, the device operated within motor speed specifications but was outside calibration and side to side specifications. Repair of the air dermatome was performed by medicrea which included replacement of the ball bearing, o-ring, spring seal, needle bearing, semi-circle bearing, vespel sleeve bearing, poppet housing, poppet spring, throttle hinge, throttle hinge gasket, seal screw, poppet, motor, motor sleeve, control bar, thickness control shaft, reciprocating arm, lever, ball plunger and fine adjustment cam. The air dermatome was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the initial inspection by medicrea it was noted that many of the parts were worn out/damaged and the device was outside calibration and side to side specifications. The root cause of the reported event could not be specifically determined with the information that was provided. During the initial inspection by medicrea it was noted that many of the parts were worn out/damaged and the device was outside calibration and side to side specifications. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. The air dermatome was repaired, tested and returned to the customer.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the device would not product a homogeneous cut during surgery. Another device was used to complete the surgery. No adverse events were reported as a result of this malfunction.